Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for intractable spasticity and post-spinal cord injury. The pump contained an unknown brand of baclofen with an unknown concentration and dose. It was reported the patient¿s pump was alarming. The alarming started ¿about 6 weeks ago¿. The patient stated he was in the hospital and missed the refill date. The patient stated he had surgery because he had very bad pressure sores that also started ¿about 6 weeks ago¿. The change in therapy/symptoms was considered gradual. The patient stated the doctor told him he could be seen in (B)(6) 2017. The patient stated the medical facility told the patient to call the manufacturer to have the pump filled. No further patient complications were reported.